Manufacturer narrative:
Tech service spoke with biomed who reported that they initially noticed the table was not exactly level. They completed the exam without incident and when the patient was off the table, they found the head of the bed would tilt down but not up. Biomed said that no matter the position of the monitor arm, the table would not tilt head up. Tech service troubleshot with biomed finding that the display gives a `collision with monitors or park arm' alarm even when biomed confirmed that the monitors were in the home position. Tech service then advised biomed how to access the table service mode so he could check if there was an issue with monitor arm potntiometer feedback. Biomed called back saying there was an issue with the monitor switch strip below the monitors, as they were showing tripped all the time, which was causing the collision message the table not returning to normal level. Biomed reported that he was able to replace these pressure switches and all functions resumed.

Event description:
Customer reports during an unknown procedure, the staff noticed the table was not exactly level. They completed the exam without incident and when the patient was off the table they found the head of the bed would tilt down, but not up. By the time they called biomed the table was at a 45 degree trendelenburg angle. No reported injury.